Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported after using the tampons her boyfriend found a piece of tampon inside of her. She did not remember any of her tampons looking abnormal during or after removal. She was doing well and did not seek medical attention.